Event description:
Doctor was using the rectosigmoidoscope to provide access for a type 2050 anorectal ultrasound transducer. Doctor noticed that when attempting to remove the obturator, there was significant resistance, indicating the obturator was pulling a vacuum. Doctor feels there is a risk of pulling part of the intestine into the rectosigmoidoscope and injuring the patient.it is our opinion that some kind of channel or vent is needed to prevent a vacuum when the obturator is removed. There was no patient injury.